Event description:
The hcp reported the pump was explanted after an implant duration of 23 months. No reason for the explant was given. A follow-up report will be sent when additional information is received.